Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the device is not staying powered on long enough to allow for battery replacement. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was out of specification, and the side bail covers were broken. Further analysis was performed on the main pcb. This analysis found that a capacitor component on the main pcb caused the battery removal test failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.